Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress); (device not returned for evaluation). Conclusion: inconclusive (investigation in progress). (B)(4).

Manufacturer narrative:
Conclusion: device not returned for evaluation.

Event description:
Medtronic received information indicating that during the procedure, the everest inflation device did not work properly. The device had worked correctly at the beginning of the procedure, but it was unable to maintain pressure during the procedure. Before the event, the physician applied pressure up to 12atm and it worked. It was reported that leakage from the stopcock was confirmed. The procedure was completed using an everest device from another lot. No injury reported to the patient.